Event description:
An employee at an assisted living facility reports that a consumer (age unknown) accidentally ingested up to 15 tablets of efferdent (formulation unspecified) (sodium perborate monohydrate, potassium monopersulfate) once (date unspecified). After product ingestion, their mouth was blue and they had a stomach ache. The stomach ache was treated with two teaspoonfuls of pepto bismol. The event resolved on an unspecified date.